Manufacturer narrative:
A ge service rep performed an onsite investigation and ordered a part. No conclusion can be drawn as repair info is unavailable and no add'l service info was provided.

Event description:
The customer reported that the system displayed a white image. No pt injury was reported.